Event description:
Patient in for scheduled laparoscopic roux-en-y. Used ethicon echelon flex60 catalog# long60a stapler, lot# g4tl88 expiration date 2013-07. Blue reloads were used with this stapler. After the surgeon placed the anvil of the colorectal stapler, he made his staple line with the echelon. After making the staple line, it was suddenly noted that the anvil of the colorectal stapler popped right thru the freshly stapled area. The case then converted to an open procedure. The echelon device was saved. No harm to patient. The physician may have pushed too hard on the anvil of the colorectal stapler.